Manufacturer narrative:
Investigation pending.

Event description:
The customer reported discordant ck-mb results for a patient presenting with chest pain and high blood pressure. Patients whole blood sample was tested on triage cardiac lot w63734b, results were: ck-mb=6.4ng/ml, myo=161ng/ml, tni=<0.05ng/ml. The same sample was taken to the clinic next door and tested on their triage meter with the same device lot number. Ck-mb result was 3.7ng/ml customer stated testing between sites was 10 minutes. Triage ck-mb cut-off: 4.3ng/ml. Customer stated patient was diagnosed with hypertension.

Manufacturer narrative:
Customer returned their triage meterpro (sn: (B)(4)) and the patient sample. Customer did not have devices to return. In-house testing of customers returned meter alongside in-house triage meters showed the returned meter is performing properly. No issues observed with customers returned meter. In-house testing of the returned patient sample replicated customers complaint of elevated ckmb. All results produced on retains of device lot w63734b were elevated and above the 95th percentile for healthy individuals for ckmb (>4.3ng/ml). Confirmatory testing of the returned patient sample was performed on an alternate triage cardiac lot number. All results produced were elevated and above the 95th percentile for healthy individuals for ckmb (>4.3ng/ml). Additional confirmatory testing was conducted on the returned patient sample. Patient sample was tested on the beckman coulter access2 immunoassay for ckmb. Ckmb was elevated and above the recommended normal ckmb levels per beckman coulter product insert (greater than 6.0ng/ml). Patient sample results produced on multiple lot numbers, multiple replicates and multiple platforms all show elevated ckmb levels. In-house testing supports that the triage is performing properly and that elevated ckmb results observed on the returned patient sample are consistent and reproducible. Further testing was performed with normal donor population on retains of device lot w63734b. All results were as expected. No issues with recovery were observed and product performed properly. Based on the information available, there is no indication of a product deficiency and no corrective action is required.